Event description:
The manufacturer received information alleging a ventilator would not power on. The device was not in patient use. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer recieved information alleging a ventilator failed to power on. The device was returned to the manufacturer for evaluation, and the customer's complaint could not be confirmed. The device error log was reviewed and a ventilator inoperative alarm condition was observed. The device was found to be contaminated with dust, dirt and insect infestation. The device was returned to the customer unrepaired as per manufacturer's protocol.